Event description:
In 2004 - a dental implant was placed in tooth location #30. In 2005- the implant was removed from the patient's mouth. In 2006 - the clinician was contacted. She stated the patient's implant was integrated for one year. After exposure the abutment gold screw fractured and could not be retrieved from the patient. Subsequentely the implant was removed from the patient's mouth. The patient will be re-implanted shortly.